Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that the absolute stent had significant fish scaling after being implanted in a heavily calcified profunda vessel. Post-dilatation was performed with two fox plus balloons (6x40, 7x40) that were inflated over nominal pressure, but below rated burst pressure. Reportedly, the balloons ruptured possibly due to the fish scaling. No possible adverse patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The second fox plus (unk lot number) is being reported under the same manufacturer report number.